Event description:
A nurse complained of questionable inr results for 1 patient tested on a coaguchek xs meter serial number (B)(4). (B)(6). Each result was from a different finger. The patient's therapeutic range is 2.0 to 3.0 inr. There is no allegation of an adverse event. The customer's current condition was provided as stable. The patient's hematocrit level was not known but it was stated the patient is not anemic. The patient has had no changes in diet, has no antiphospholipid antibodies, is not on heparin or direct thrombin inhibitors, no changes to their warfarin dosage, on no new medications, and no symptoms of bruising or bleeding. The meter and strips were requested for investigation. Replacement products were sent. The returned meter and the returned strips were tested with qc material. Qc 1: 2.5 inr, qc 2: 2.5 inr. The obtained qc values were in the allowed range of 1.9 - 2.9 inr. All measurements were without error messages. Relevant retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.